Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening during efaa. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, the clip was unable to pass establish final arm angle test (efaa) as it opened up 15 degrees. The procedure was repeated and yet the issue persisted. The clip was still deployed being 15 degrees open. Another mitraclip was implanted to stabilize the first clip and further reduce the mr to grade <1. There was no clinically significant delay reported.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, the clip was unable to pass establish final arm angle test (efaa) as it opened up 15 degrees. The procedure was repeated and yet the issue persisted. The clip was still deployed being 15 degrees open. Another mitraclip was implanted to stabilize the first clip and further reduce the mr to grade <1. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.